Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to atrial undersensing were observed. Patient will be brought in clinic to make suggested changes.